Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal depletion was found.

Event description:
It was reported that lead had high left ventricle threshold of 6 volts at 0.7 milliseconds. Lead will be monitored. The lead remains in use. It was also reported that the lead was capped/abandoned and replaced. It was further reported that the cardiac resynchronization therapy-defibrillator (crt-r) device reached early elective replacement indicator (eri.) Therefore the crt-d device was removed and replaced with a new device. No patient complications have been reported as a result of this event.